Manufacturer narrative:
The insulin pump was received with normal operating currents.no unexpected battery out limit alarm noted.motor error alarm during rewind due to corroded motor home switch.unable to perform displacement test due to motor error alarm. The device was received with scratched display window, cracked reservoirtube lip, scratched reservoir tube window, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 301 mg/dl. Troubleshooting was performed. The device was returned for analysis.